Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown, and the patient was not hospitalized for the event. The patient was treated with refosporen and mezactam (dose, frequency, and route not reported) for peritonitis. At the time of this report, the patient was not recovered from the event of peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). The onset of peritonitis was reported to have occurred on an unknown date in (B)(6) of 2014. The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).